Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd ultra-fine¿ nano¿ pen needles the pen needles not working during injection. As reported by consumer "consumer reported pen needles not working during injection, does not always prime needles."

Manufacturer narrative:
Investigation summary: customer returned (2) bd pen needles with labels unattached (used). Consumer reported pen needles not working during injection, does not always prime needles. Both returned samples were examined and tested for flow. Both samples passed the flow test, thus the alleged defect could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use of the bd ultra-fine¿ nano¿ pen needles the pen needles not working during injection. As reported by consumer "consumer reported pen needles not working during injection, does not always prime needles."